Event description:
The following information was provided: it was reported that: patient did primary tkr on (B)(6) 2025. Came back with an unstable joint. Surgeon informed that mcl is ruptured, decided to do a revision with mrh on (B)(6) 2026. Mrh tibia baseplate couldn't cover well on the remaining surface due to the long stem. As shown in post-revision xray. Surgeon complained about our mrh system that doesn't allow tibia offset. Patient's bone quality was found very osteoperosis and was advised by surgeon to walk with walking aid after revision surgery. Update per medical review: pre-revision lateral imaging showed baseplate failure with significant subsidence and possible loosening at femoral implant interface.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "failure of tibial component (catalog (g) 5520-b-300; long description (g) triathlon prim tib bplate cemented sz 3; lot/serial # (B)(6); gtin (B)(4) is confirmed. Suspected loosening at femoral implant interface (catalog (g) 5510f402; long description (g) triathlon cr fem comp #4 rcem; lot/serial # (B)(6); gtin (B)(4) not confirmed with available information. Pre-revision imaging showed significant subsidence of the tibial component. It is not confirmed that the product contributed to the failure. Given the available medical records, the most likely cause of implant failure is the patient¿s osteoporotic bone. Other known risk factors for tibial component subsidence include component under sizing, malalignment, and high patient bmi. There are no confirmed procedure or device related factors that contributed to the adverse event." Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability and mcl rupture. A review of the provided medical records by a clinical consultant indicated: "failure of tibial component (catalog (g) 5520-b-300; long description (g) triathlon prim tib bplate cemented sz 3; lot/serial # (B)(6); gtin (g) (B)(4) is confirmed. Suspected loosening at femoral implant interface (catalog (g) 5510f402; long description (g) triathlon cr fem comp #4 rcem; lot/serial # (B)(6); gtin (g) (B)(4) not confirmed with available information. Pre-revision imaging showed significant subsidence of the tibial component. It is not confirmed that the product contributed to the failure. Given the available medical records, the most likely cause of implant failure is the patient¿s osteoporotic bone. Other known risk factors for tibial component subsidence include component under sizing, malalignment, and high patient bmi. There are no confirmed procedure or device related factors that contributed to the adverse event." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.